Event description:
It was reported that during testing the pump displayed error codes. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals all intact. There was evidence of the reported error in the event history log. The reported problem was duplicated. The error code was displayed on the screen during the investigation. It was recommended that the back-up-capacitor be replaced as corrective action as it was found to be defective. The root cause of the reported issue was unknown. The product is beyond 5 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: update not required. Corrected data: b1: adverse event and/or product problem.